Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial: same patient as MFR report #: 2134265-2009-02825, 02826, and 02827. It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure the patient experienced a vessel dissection. The index procedure treated the de novo, 100% stenosed and mildly calcified 2.9x18mm target lesion located in the mildly tortuous distal right coronary artery (rca). Treatment consisted of pre dilation with a 2.5x15mm unknown balloon inflated to maximum 16 atmospheres (atm's), and the placement of three overlapping express2 bare metal stents (3.0x24mm, 3.5x32mm, 2.75x16mm) deployed at maximum 12 atm's. Following placement of the 3.5x32mm and 3.0x24mm stents, no-reflow phenomenon, st elevations and high grade bradycardia were noted. The patient was discharged 9 days later on bayaspirin and clopidogrel.